Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible and crystallized contrast in the balloon and inflation lumen. The balloon was loosely folded and is consistent with the reported information that the stent was successfully deployed and implanted. The crystallized contrast suggests the device was prepared for use. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to: device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. Analysis of the returned device noted the tip was separated at the distal end of the distal seal and was jagged, thus confirming the reported tip separation. The tip was wrinkled 1mm distal to the separation, for a length of .5mm. There was a tear at the distal end of the tip with lifted material. There was no other damage noted to the sds. The protective sheath was not returned. Pin gauges were used to measure the inner diameter at the separation, inner diameter past the proximal seal and the guide wire exit notch and all met manufacturing criteria. The outer diameter of the competitors guide wire was .01428 inches. The returned non-abbott guide wire was backloaded through the returned sds without resistance noted. Based on the condition and damage of the returned detached tip, it is consistent with damage that could occur from resistance during advancement over the guide wire. It is possible that there may have been contamination on the non-abbott guide wire that could have contributed to the reported difficult to position the sds over the guide wire and subsequently contributing to the noted tip damage. Such resistance likely led to the tip detachment during removal of the sds from the guide wire. It was reported that the sds was re-inserted after removal and the stent was successfully implanted. It should be noted that the xience v japan instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. In this case, re-insertion of the sds does not appear to have contributed to the reported tip detachment or difficulty to position as they had already occurred by the time the sds was re-inserted. Therefore, a letter will not be sent. The non-abbott guide wire was returned with blood and contrast on the coils. There were multiple bends throughout the core, distal to the proximal end of the guide wire. There was no other damage noted to the returned competitors guide wire. The noted damage to the guide wire was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular. Additionally, the noted bends do not appear to have contributed to the reported difficult to position or the tip detachment. Although a conclusive cause for the difficulty positioning the sds over the guide wire can not be determined, the tip detachment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system (sds) got stuck about 10 cm distal to the proximal end of the guide wire during advancement. The sds was removed from the guide wire without resistance and the non-abbott balloon catheter used for pre-dilatation was re-delivered. However, the balloon catheter got stuck at the same point on the guide wire, which revealed that the tip of the xience v sds detached onto the guide wire. The target lesion was located in the mildly tortuous and calcified mid left anterior descending artery. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial report: when the balloon catheter was removed from the guide wire, the physician removed the detached tip together with the catheter, however he was not aware that the tip had detached and remained on the guide wire. He removed the detached tip with the guide wire with the catheter at this time. The stent delivery system was re-delivered and additional pre-dilatation was performed, prior to the successful implantation of the stent. After the procedure, the physician found the detached tip in the lab and recognized the tip had detached from the xience catheter.